Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and exhibited high thresholds. This lead was noted to be still capturing at a higher output. This lv lead was repositioned and remains in service. No additional adverse patient effects were reported.